Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. The motor was tested outside of the device and passed. No drive/motor anomaly noted.

Event description:
Customer reported via phone call that the insulin pump was not rewinding. Customer's blood glucose value was 234mg/dl. Customer stated that as soon as he hit the rewind it said rewind complete but piston stays at the top and did not go down. Insulin pump will not be returned for analysis.